Event description:
It was reported the pt experienced a loss of therapeutic effect. It was stated the pt had a broken lead, which was replaced. The pt recovered w/o sequela. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). The lead has been returned to the MFR for analysis which is not complete as of this report. A f/u report will be sent when the analysis is complete.